Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2021 a patient¿s (pt) family member in (B)(6) reported the pt was diagnosed with an ¿infection¿ (affected eye not provided) related to contact lens wear while wearing the acuvue® oasys® for astigmatism brand contact lens (cl). The pt stopped wearing the 2-week disposable cl and is considering a switch to daily disposable cl. On 05jan2022 the family provided additional information. On (B)(6) 2021, the pt inserted the suspect cl, which was reported as day 3 of cl wear, then complained of foreign body sensation around noon. The pt and the family member thought the sensation was caused by dust or something in the eye. The pt was not home and was unable to remove the suspect cl. Later in the afternoon, the pt removed the suspect cl and experienced tearing that did not stop and severe pain that persisted. On (B)(6) 2021 around 3:00 am, the pt went to the emergency room due to the pain. The pt was hospitalized as it was the end of the year and clinics were closed for out-patient visits. The pt was discharged on (B)(6) 2022. The diagnosis is not ¿eye infection¿ but ¿eye infection suspect¿. The pt had interlocked staining on the eye ¿which was similar to the symptom of eye infection¿. The eye care provider (ecp) ¿hinted at the possibility of acanthamoeba keratitis¿, but also said it might not be. A culture was taken, but the results are unknown. The eye pain has subsided. On (B)(6) 2022 the pt will return to the hospital for exam and obtain the results of the eye culture. On 08jan2022 the pts family member provided additional information. The left eye is the affected eye. On (B)(6) 2022 the pt was advised the diagnosis is not acanthamoeba keratitis or fungal. The diagnosis will be written on the ecp¿s certificate which will be issued in 3-4 weeks. The pt was advised to continue to wear spectacles as much staining was still present in the os. The pt was not advised to return for a follow-up to the hospital. The pt was prescribed an unknown eye drop for dry eye syndrome and allergy. The parent advised the ecp was busy and declined medical interview with the treating ecp. The parent agreed to provide the diagnosis as it is received in 3-4 weeks. No additional medical information was provided. This os event is being reported as a worst-case event as we were unable to verify the pts diagnosis and treatment. The lot number is unknown. The suspect os contact lens was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 07feb2022 additional information was provided from the pts family member. The family member doesn¿t have the medical certificate and can¿t remember the diagnosis exactly but thought it might be ¿something like corneal tumor, which was not acanthamoeba keratitis or fungal.¿ the cause is underdetermined. The pt didn¿t return to the hospital after the last visit on (B)(6) 2022. The pt took a medical referral letter from the hospital and presented to the eye clinic in the third week of (B)(6) 2022. The pt was advised that there is no issue with the eye and the cornea was clean without leaving any staining or permanent injury. The pt was advised to switch to a daily disposable contact lens and was prescribed acuvue oasys 1-day with hydraluxe technology for astigmatism. The pt is currently wearing the lenses without issue. On 09feb2022 a call was placed to the eye clinic and a representative provided additional information. Diagnosis: superficial punctate keratitis (spk); infectiveness: none; focal site: not noted on the pt¿s record; va affect: none; outcome: recovered. The pt was allowed to return to contact lens wear in the third week of (B)(6) 2022 on the follow-up visit. No return visit is scheduled. No additional medical information was provided. No additional information is expected. If any further relevant information is received, a supplemental report will be filed.